Manufacturer narrative:
Follow-up # 1 date of submission 01/28/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 01/15/2015 with the following findings: during testing, the pump powered on to the ¿verify¿ screen with audio tones and vibrations functioning. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. After 24 hours the battery was changed and the pump powered on normally. The audio bolus button was manually pressed and the language did not change. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked between the bumper pad and cover. The returned battery cap and returned cartridge cap were used to complete all testing. The complaint that the pump language changed to spanish while adjusting the pump¿s time/date settings after a battery change was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that, while adjusting the pump's time and date after changing the battery, the pump language changed to spanish after accidentally pressing the audio bolus button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.